Event description:
It was reported the insulin pump alarmed weak battery every few days and it was off no power immediately after. Customer uses energizer battery and battery cap has been changed. Customer was advised to revert to back up plan. Customer's blood glucose was 122 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump alarmed unexpected weak battery and failed battery test alarm due to corroded battery tube and battery cap contact. However, the device was received with operating currents within specifications. No unexpected off no power anomaly noted. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.